Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint condition is confirmed for the received device as the reamer head had its distal tangs broken. However, the embedded device allegation was not confirmed as there were no photos or x-rays provided. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. No manufacturing issues were noted during the investigation. Due to the trend with the broken ria 2 reamer heads identified during post-market surveillance,was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 21-jun-2021. Expiration date: 01-may-2031. Part number: 03.404.016s, 10mm reamer head for ria 2-sterile. Number: 96p3931 (sterile). Component part(s) reviewed: part number: 03.404.m016, ria ii reamer head 10.0mm. Lot number: 7009001. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H9: 3008812560-10/26/2020-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the reamer head of the reamer irrigator aspirator (ria) 2 disconnected and the fins broke in the leg of the patient. The same happened with the second reamer head used. Fins can¿t be removed and were retained inside the tibia of the patient. There was a thirty (30) minutes surgical delay. No further information provided. This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 2 for (B)(4).